Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 50 to 54 mg/dl at the time of the incident. The customer was given food and glucose tablets to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.